Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube had foreign objects. Plastic distal end cover had foreign objects. Connecting tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. For the jet tube had foreign objects. It is likely the following led to the malfunction: cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colono videoscope displayed error e315 (incompatible scope). The issue occurred during inspection for use. There were no reports of patient harm.